Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve, the jaws of the stapler were blocked, so jaws would not open. After several attempts to try to open the gun, the tissue was finally released.